Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to blood glucose. Reportedly, customer re-loaded a previously used cartridge with insulin. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, a response was not received.